Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Section d4: catalog number: only partial catalog # indicated as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Upon further review, report of the trailing haptic is often sticking very adherently to the optic, or the lens is sticking to the end of the injector. The doctor had one case where the leading haptic was completely straight in the injector and not folded at all. They have tried opening and adding bss to the lens well-before it¿s injected and also pushing the plunger at the last possible moment but still encountering the sticking problems. No lens removal since no indication that lenses were fully inserted. No indication of extra maneuvers done, no surgical or medical intervention performed. It was learned from the rep. That "if the zonules are weak and the haptics are stuck to the optic, most surgeons will pull and or push on the haptics to initiate them opening. If the patient has weak zonules, surgeons have expressed concern over damaging the zonules or even posterior capsule rupture". No other information was provided. This MDR report pertains to report on suspect coded as haptic stuck to optic. A separate report will be submitted for the other suspect product coded as haptic stuck to haptic.